Event description:
Facility placed order for ss white carbide burs hp-1702l and 1703l. Per the flier showing the cc white bur product line, thought above products were sterile. Our facility requires these used in oral surgeries to be sterile. However, it was noticed just prior to using on a pt they are not sterile, but biologically clean. Felt the flier is very misleading.